Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35 serial # (B)(4) description: lead extension, 35cm a review of the manufacturing documentation for the lead and lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the trial patient went to the ER due to procedural pain. The patient felt his precision was making his pain worse. The patient's lead and lead extension were removed.